Event description:
It was reported that the patient was readmitted on (B)(6) 2021 for a median wound bacterial infection of methicillin-resistant staphylococcus aureus (mssa). The patient was treated surgically with an incision and drainage, vac placement and administration of cefazolin. Right heart catheterization was not performed and the patient was discharged on (B)(6) 2021. The lvad was functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was readmitted for a driveline bacterial infection and was discharged on (B)(6) 2021. The patient was treated surgically with an incision and drainage in addition to drug therapy.